Manufacturer narrative:
Block g2: report source: e7127 hot axios system eus-guided double-balloon-occluded gastrojejunostomy bypass (epass) study. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the duodenum to treat a malignant gastric outlet obstruction on (B)(6) 2023, as part of the e7127 hot axios system eus-guided double-balloon-occluded gastrojejunostomy bypass (epass) clinical study. The patient was enrolled in the clinical trial on (B)(6) 2023. During the procedure, the axios stent was deployed and expanded between the jejunum and stomach; however, the stent was placed in an incorrect location. The stent was removed and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the duodenum to treat a malignant gastric outlet obstruction on (B)(6) 2023, as part of the e7127 hot axios system eus-guided double-balloon-occluded gastrojejunostomy bypass (epass) clinical study. The patient was enrolled in the clinical trial on (B)(6) 2023. During the procedure, the axios stent was deployed and expanded between the jejunum and stomach; however, the stent was placed in an incorrect location. The stent was removed and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block g2: report source: e7127 hot axios system eus-guided double-balloon-occluded gastrojejunostomy bypass (epass) study. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received partially deployed and the delivery system was in position two. Visual inspection found the outer sheath kinked near the luer section. Functional inspection was performed related to stent deployment and no problems were found. No other problems were noted to the stent and delivery system. Product analysis did not confirm the reported event of stent positioning issue because this occurred during the procedure and is not possible to replicate in the laboratory of analysis. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied) could have resulted to the observed events of sheath kinked and stent partially deployed. A product labeling review identified that the device was used per the instructions for use (IFU) / product label. Additionally, stent positioning issue and stent partially deployed are noted within the IFU as potential adverse events associated with the use of the device. Therefore, a review and analysis of all available information indicated the most probable cause is known inherent risk of device.